Manufacturer narrative:
Investigation summary: it was reported that there have been multiple incidents where the flush syringe plungers stopped during a hand push with 4-5cc of saline still in the syringe. To aid in the investigation, four samples were received for evaluation by our quality team. The samples came in two plastic bags, two samples per bag. All the samples are contaminated with blood and there is blood inside each plastic bag. Due to the nature of the contamination the samples cannot be analyzed or tested. A device history record review was completed for provided material number 306546, lot number 0350037. The review did not reveal any detected quality issues during the production of this lot that could have contributed to this reported defect. Based on the investigation and without the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 10 ml bd posiflush¿ normal saline syringes experienced difficult plunger movement. The following information was provided by the initial reporter: material no.: 306546, batch no.: 0350037. There have been multiple incidents of the 306546 flush syringe plungers stopping during a hand push with 4 or 5cc of saline still in the syringe. The nurses are meeting resistance on the plunger. In one patient incident, they had to remove the port access needle and restick the patient.